Manufacturer narrative:
This report is being filed under exemption (B)(4) for a 2 year retrospective review of reported events involving atrial leads; date range (B)(4) 2008 and (B)(4) 2010. This medwatch report represents 4 events. This event occurred outside the us. All info provided is included in this report. If additional relevant info is received, a supplemental report will be submitted. Pt info is not generally available due to confidentiality concerns.

Event description:
It was reported the atrial lead dislodged and is still in use. No pt complications have been reported as a result of this event.